Event description:
It was reported by service report that the fowler could not be lowered all the way down electronically or manually due to fowler weldments was bent. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Fowler weldment.